Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not getting any pain relief. X-ray was taken and the result confirmed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.